Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
On (B)(6) 2011, during a replacement procedure, the atrial lead was capped (because of permanent atrial fibrillation) and the ventricular lead was connected to the reply sr involved in this notification. The day after implant, the interrogation could not be completed: it was possible to see that vvi mode at 70 min-1 was programmed; afterwards, the interrogation process was interrupted. The same behavior was observed with another programmer. After preliminary investigation, the reported event was confirmed. A lab software was needed to restore the telemetry process; the procedure was followed on (B)(6) and was successful. The device remains implanted.